Manufacturer narrative:
The agent reported, "infection. 65 yr old female." The previous surgery and the surgery detailed in this event occurred 6 months, 19 days apart. Item number: 245-01-108. Item description: empowr knee, revision femur, 8 left . Lot number: 2681a1003. Part revision: a. Product type: knee. Manufacture date: 06-oct-2022. Expiration date: 29-sep-2027. This evaluation is limited in scope as limited information was provided to enovis surgical - austin for examination. If information regarding cultures identified in the infection, the severity of the infection or any other relevant information is submitted at a future date, this investigation will be re-evaluated. There were no findings during this evaluation that indicate that the reported device(s) was the source or had a direct connection with the patient's infection. Root cause: the root cause of this complaint was a revision surgery due to an infection. No information was submitted with the complaint regarding pre-existing conditions of the patient or any activities the patient was involved in that may have contributed to the infection or inhibited the patient's immune system. There are multiple factors that may contribute to an infection that are outside of the control of enovis surgical. Containment: inventory containment is not required as there are no indications of a product or process issue affecting implant safety or effectiveness. The revision surgery was completed successfully. Device history records review: a review of the device history record(s) shows that the reported component(s) used in the previous surgery met design and manufacturing requirements at the time of release for use. There were no nonconforming material reports associated with the product(s) that may have contributed to the reported event. The device(s) was verified to have gone through an acceptable sterilization process and was within its expiration date at the time of the previous surgery. Complaint history: customer complaint history of the reported device(s) showed no present trends or ongoing issues that need review.

Event description:
Revision surgery - due to infection.